Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to updated update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. Two sterile unused 6f angio-seal vip devices were received for product evaluation. These samples did not cause any issue related to the complaint event. The facility was sent these samples for investigation purpose. Both the devices were received in a sealed header bag with all accessory components. The sealed header bag was carefully opened and all sterile unused devices were subjected to visual analysis and functional testing. The temperature dot was triggered (turned grey) on both the devices. Visual analysis (both devices): - all device accessory components were removed from the packaging and examined. There were no anomalies were noted with any of the accessory components. The sealed poly-foil pouch was opened carefully and the carrier tube assembly was examined. No visual anomalies were noted. Functional testing (both devices): a vessel model was carried out for functional testing. The hemostasis sheath and arteriotomy locator were assembled and placed into the vessel model. The arteriotomy locator was then removed from the hemostasis sheath and the carrier tube assembly was inserted. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath as can be seen in the attached pictures. The device cap was then pulled into the rear lock position exposing the color bands of the deployment sleeve and the anchor posted at the distal tip of the hemostasis sheath. The device was pulled back and tamper tube could be seen. The tamper tube was gripped and the device was continued to be withdrawn until a clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible. The collagen and anchor formed the knot successfully. There were no anomalies noted during the functional deployment of the returned devices. The complaint could be confirmed for hematoma. As per the provided information, the initial hemostasis was achieved successfully with angio-seal device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used on a patient that was rushed to the ER two days post procedure with bleeding from puncture the site. Patient had surgical intervention for hematoma. Patient was in stable condition.